Manufacturer narrative:
The initial report indicated the initial reporter as health care professional and the occupation as nurse. The primary reporter of this event was an advocate calling on behalf of the customer. It has been updated with the correct information.

Manufacturer narrative:
Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
An advocate reported that the customer obtained erratic readings on the contour next link 2.4 meter. The advocate provided some examples of erratic readings. On (B)(6) 2020, the customer performed blood tests and obtained readings of 69 mg/dl, 20 mg/dl and 340 mg/dl between 1:40 p.m. And 1:48 p.m. The customer took a walk at 2:00 p.m. For 20 minutes. The customer performed another set of tests and obtained readings of 20 mg/dl, 20 mg/dl and 300 mg/dl between 2:54 p.m. And 3:01 p.m. The customer was feeling tired and ate cereal and then felt hyperactive. In another instance, the customer obtained readings of 20 mg/dl and 400 mg/dl within few minutes. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kits were sent to the customer.

Manufacturer narrative:
The customer only returned the contour next meter for evaluation, which was not implicated to be involved in this event. The suspected contour next link 2.4 meter and contour next test strips were not returned. Therefore, the in-house contour next link 2.4 meter was tested with the in-house contour next test strips from lot # 9jpeg02a, which gave a satisfactory performance. The returned meter was also tested with the in-house test strips, which gave a satisfactory performance. Additionally, a device history record was reviewed for the suspected contour next link 2.4 meter and no manufacturing anomalies were found.